Event description:
Plaintiff experienced the following symptoms while working as a nurse where she used and was exposed to latex containing products and their powders: rhinitis, respiratory problems, tightness in the chest, swelling, dizziness, anaphylaxis, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress.